Event description:
The 2.5x33mm cypher stent migrated from the stent delivery system (sds) during the procedure. The pt was undergoing coronary angioplasty on a heavily calcified de novo lesion in the tortuous lad. The lesion was a 30mm b2 lesion, and there was preexisting thrombus. The site was predialted. The vessel had 85% stenosis preprocedure. During the procdure, the cypher stent migrated from the sds. No stents were deployed to the lesion site; there was distal disease left untreated. Timi flow was 3 pre and post procedure.